Event description:
It was reported that during the implant attempt, the lead was too short for the patient resulting in dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The inner tubing was kinded/buckled, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was apparent explant damage.